Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead became dislodged after a procedure to repair the mitral valve. The patient was in atrial fibrillation before, during and after the procedure. The dislodgement was discovered in a post-operation chest x-ray. Loss of sensing was noted on the lead. The lead was explanted and replaced. The patient was stable after the explant.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. Information was not previously reported on the initial MDR.

Event description:
It was also noted that the lead was pacing in the ventricle.